Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) can of the abdomen revealed tilt and injury. There was a slight posterior tilt of approximately 2.5 degrees. The apex of the filter lied along the posterior inferior vena cava (ivc) wall. There were six intact struts seen. The anterior strut appeared to extend beyond the ivc wall by approximately 1mm anteriorly. The posterior strut questionable extended 1 to 2mm. There was apparent slight extension of the right strut beyond the ivc wall approximately 2 to 3mm lateral to right as well as adjacent strut extending approximately 2 to 3mm laterally to the right. There was apparent extension of postero lateral right strut measuring approximately 2mm laterally. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2006 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) can of the abdomen revealed tilt and injury. There was a slight posterior tilt of approximately 2.5 degrees. The apex of the filter lied along the posterior inferior vena cava (ivc) wall. There were six intact struts seen. The anterior strut appeared to extend beyond the ivc wall by approximately 1mm anteriorly. The posterior strut questionable extended 1 to 2mm. There was apparent slight extension of the right strut beyond the ivc wall approximately 2 to 3mm lateral to right as well as adjacent strut extending approximately 2 to 3mm laterally to the right. There was apparent extension of postero lateral right strut measuring approximately 2mm laterally. No further patient complications were reported in relation to this event.